Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. It was observed that all keypad button symbols were worn. Eval revealed that the up arrow and down arrow buttons were intermittently responsive. It was observed that all keypad buttons spring back as expected. There was evidence of keypad contamination found under the contrast, up arrow, and down arrow button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been difficult to press and intermittently unresponsive for the past several weeks. She noted that the buttons no longer click and spring back as expected. The family member stated that there is no physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that the pt wears the pump in her pocket with a clip.